Event description:
It was reported that approximately 4 months post-implant of a bifurcated device, a computed tomography scan revealed a proximal type I endoleak. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Based on the review of lot records/work orders and prior reports, no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Endoleaks are a known risk of the procedure and are identified in the product labeling, under potential adverse events. Based on the information reviewed, the cause for the reported endoleak type I could not be determined.